Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer's blood glucose went high from 224 mg/dl to 505 mg/dl. Customer also reported that, the infusion set cannula was bent. Customer declined troubleshooting for the high blood glucose. The blood glucose was 573 mg/dl and current blood glucose was 539 mg/dl. Customer stated that, the blood glucose rises because customer does not get insulin in system and when take them out they are bent sideways. Customer stated that every time put a new one in switch from one side to the other and up and down and tries to make sure it circulates. The insulin pump will not be returned for analysis.